Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test due to intermittent operation. It was further noted that the upper and lower cases were dented and broken and that the battery drawer was contaminated. The device was to be scrapped in-house. (B)(4).